Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Low pacing impedance was observed on the rv lead, causing patient to feel a vibratory alert. Multiple non-sustained rv oversensing episodes occurred demonstrating rv lead noise, which was not reproducible with isometrics. During the replacement procedure, an attempt to revise the lead was unsuccessful due to occlusion in the access vessels. Lead remains implanted. Programming changes were made. Patient was stable and continues to be monitored. Lead revision was discussed.

Event description:
New information received notes that the noise was reproducible with isometric movement.

Event description:
New information received notes that fracture and clavicular crush were visually confirmed on the right ventricular lead. The lead was explanted and replaced. Patient was stable.